Event description:
It was reported that a user experienced a brief sensor issue with a dexcom g7 continuous glucose monitor (cgm) resulting in signal loss to the ilet, during which glucose readings were not visible and the user was advised to wait for readings to resume. No adverse clinical symptoms reported. Outcomes included no reported impact on health or required medical care. User support included user education and troubleshooting to wait for data to return and to recontact support if readings did not resume. Investigation of this case revealed a transient communication interruption between the cgm sensor and the ilet system consistent with brief signal loss, with no device component damage identified. It was concluded, based on previously established findings for similar reports, that the cause was temporary loss of cgm-to-ilet connectivity related to the user-device.

Manufacturer narrative:
Initial.